Event description:
Report of death, post eswl lithotripsy procedure. Four patients were treated with device on (B)(6) 2012, for lithotripsy. Received report from physician on (B)(6) 2012, that last patient treated died post eswl procedure after discharge from facility.

Manufacturer narrative:
Device evaluation and testing completed and systems verified to be performing within manufacturer's specifications.